Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant. During the procedure multiple placement were made to obtain adequate parameters but pacing lead impedance was high and no r wave or capture was observed. The lead was exchanged. The patent was stable.